Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report that the insulin pump went into threshold suspend mode due to inaccurate sensor glucose reading. The blood glucose reading was 300 mg/dl. The caller also reported receiving a sensor error alarm and a lost sensor alert. The caller also reported that 1 sensor was bent, and 2nd was split. The customer was advised that the sensor would be replaced, and to return their sensor back for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed the test. Found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.